Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. Additional information received states the patient experienced recurring incontinence and he was unable to activate the device. There was air in the system and the "pump got behind testis causing patient to have issues activating it." No patent complications were reported following the surgery.